Event description:
It was reported that during a renal angioplasty treatment procedure, partial stent deployment occurred. The lesion was pre-dilated. The physician then tried to cross the proximal renal graft artery with this 5.0x15x150cm express vascular sd stent, however, the device would not cross. It was then noted that the proximal part of the stent was partially deployed while still on the stent delivery system (sds). The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no original packaging or other devices. Examination of the device revealed several stent struts were pulled up off the balloon. The struts appeared pulled apart from each other on the distal end of the stent. The distal tip of the catheter was flattened/crushed. A thorough inspection of the remainder of the device revealed no damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a renal angioplasty treatment procedure, partial stent deployment occurred. The lesion was pre-dilated. The physician then tried to cross the proximal renal graft artery with this 5.0x15x150cm express vascular sd stent, however, the device would not cross. It was then noted that the proximal part of the stent was partially deployed while still on the stent delivery system (sds). The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.